Manufacturer narrative:
The instrument was returned to intuitive surgical, inc. (Isi) and evaluated. Failure analysis investigation found a frayed pitch cable at the proximal clevis hub. The clevis did not exhibit any wear. The other cables of the instrument's wrist did not exhibit any damage. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction of a frayed wire if to recur could cause or contribute to an adverse event. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the surgical staff noticed broken wires on the distal end of the fenestrated bipolar forceps instrument was broken off. There were no missing or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.